Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 21mm regent heart valve with flex cuff was selected for procedure. It was noted during procedure that the leaflets of the failed to open or close. It's noted device preparation that the leaflets were not moving normally when tested using a clamp. The decision was made to explant the valve and replace it with another one of the same size to successfully complete the procedure. The patient was not taken off bypass and placed back on bypass due to this event. After the valve was no longer in the annulus, the user did not test the leaflets. The patient was taking warfarin at the time of procedure. The patient did not have any clinical signs or symptoms during or after this event. There was no initial or prolonged hospitalization due to this event. The patient was stable at the time of report.

Manufacturer narrative:
It was reported that the leaflets failed to open or close. It's noted device preparation that the leaflets were not moving normally when tested using a clamp. The device was returned to abbott for investigation. No anomalies were found with the valve leaflets with both leaflets able to fully open and close without resistance. Hydrodynamic examination indicated the valve met functional specification. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, including functional testing, and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per the warnings section in the instructions for use, "do not use if: the valve has been dropped, damaged, or mishandled in any way." And "do not use hard or rigid instruments to test leaflet mobility, as this may result in structural damage to the valve or thromboembolic complications. Use a st. Jude medical¿ leaflet tester to gently test valve leaflet mobility. "